Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon interrogation, the implantable cardiac monitor exhibited backup vvi operation. A device software download was performed successfully and restored the device.